Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient felt discomfort and visited the hospital. It was noted the lead exhibited a suspected fracture with undefined impedance measurements. The lead was capped and replaced. No further patient complications have been reported as a result of this event.